Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during patient use. The device was filled with a solution of ropivacaine hydrochloride hydrate. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing no fluid in the reservoir and the reported condition was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional test was subsequently performed, during and after fill, with no evidence of rupture was observed on the bladder. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.